Manufacturer narrative:
The reported events of lead fracture and high pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and noted discontinuity for the outer coil. X-ray examination found the outer coil was fractured at the distal region of the lead. The lead was dissected at the distal region and visual inspection showed fractured outer coil. Scanning electron microscope evaluation was performed and verified that all five filars of the outer coil were fractured consistent with the events reported in the field.

Event description:
It was reported that the patient presented at the emergency room. Interrogation noted that the right ventricular lead exhibited high pacing impedance and was fractured. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.